Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the garment on her shoulders. The patient's nurse asked what products can and cannot be used on the irritation and this was discussed with the nurse. During a follow-up call, it was reported that the patient's irritation improved after a garment change. It's unclear if any of the suggestions were used or if the nurse was changing the garment due to the irritation. Reporting out of an abundance of caution.